Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Event description:
It was later reported that the threshold had been slowly rising over the past year.

Manufacturer narrative:
Product event summary : further performance data about the lead was collected from the device and analyzed. Analysis revealed the maximum ventricular pacing impedance rose from 437 ohms the week ending (B)(6) 2014 to 3287 ohms the week ending (B)(6) 2014. Oversensing was occurring; there were 12 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds recorded on (B)(6) 2014. Interference/noise was also recorded starting (B)(6) 2014 with 2329 of 3175 lifetime ventricular short interval counts (v-sic) occurring. Lead integrity alerts were triggered on (B)(6) 2014 and (B)(6) 2014 due to impedance and v-sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the their device was toning. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to pace/sense impedance variation, elevated sic, and non-physiologic non-sustained ventricular tachycardia episodes. There was also intermittent oversensing, noise, and a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).